Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and tandem-provided cable resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and cable.